Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. The device passed all testing, with no anomalies found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported the epg (external pulse generator) displayed a self-test failure error. The epg was returned for trade-in credit. No patient involvement or complications have been reported as a result of this event.